Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had deep scratches and haziness all over screen at times, reservoir compartment was chipped, sometimes buttons have been stuck and need to press more than once, grinding during the rewind process and notice sounds like its working harder than usual, random no delivery alarms, rejection of batteries. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.